Event description:
Educational grade neonatal bilirubin nb-06 was listed as a failure. The review of the data from cap reveals 338 instruments, vitros 950 chem system, showing a mean of 24.15 mg/dl with an sdi of o.7. For accuracy comparisons, specimen nb-06 was manufactured using human serum and unconjugated bilirubin, while the remaining specimens nb-07, nb-08, nb-09 and nb-10 contained bovines serum and/or ditaurobilirubin (a bilirubin substitute) and/or a unconjugated bilirubin. Since specimen nb-06 is human serum based and only contains unconjugated bilirubin, both the matrix effect and the potential spectrophotometric absorbance differences resulting from using a bilirubin substitute are eliminated. The dual grading comparison for evaluation was created from both the reference method assigned target value, which was determined to be 22.06 mg/dl, and the evaluation limits are based on 0.4 mg/dl or 10% of this target. The second dual grading evaluation is provided for educational purpose only and is not reported, nor will it be used by the laboratory accreditation program. However, specimen and nb-06 provides laboratories and manufacturers with info to determine accuracy of their bilirubin method -s-. Each laboratory must assess the accuracy and precision of its instrument, and if necessary initiate appropriate actions. Johnson and johnson said that there is no problem. Yet this bias indicates a blood transfusion for the neonate when one could make the decision not to.